Event description:
The user reported that the device luers are cracking where clave valves are attached. The cracks are causing the device to leak. A variety of cardiac drugs are used with the device, however no specific list of medications has been provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The device was examined visually and the complaint is confirmed. All the ports have visible cracks and leak fluid when tested. Merit is unable to determine the root cause of the damaged device.